Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted and all connections were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator closed/coned down without command. No patient death or serious injury was reported related to this event.